Event description:
The customer reported having unexplained high blood glucose of 436mg/dlk. The time, date, basal rates, and bolus wizard setting were correct. The customer did not have extra supplies to continue testing. A follow up was conducted, and found that the customer had called to the paramedics several times due to low blood glucose within the last month. The customer stated that he is sure the insulin pump is functioning properly and further testing was declined. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.